Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain on (B)(6) 2019 it was reported that the patient had a pump implanted on (B)(6) 2019 and the wound was healing well until it took a turn and started dehiscing. The patient was seen at the physician¿s office on (B)(6) 2019 and the wound was red, inflamed and they were able to express secretions. The patient had reported one low grade fever. The environmental, external or patient factors that may have led or contributed to the issue was the patient had a medical history of obesity and diabetes-delayed wound healing. The diagnostics and troubleshooting performed was labs were drawn and showed a high wbc (white blood cell) count. The decision was made to explant. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.